Manufacturer narrative:
(B)(4). The replaced graphical user interface (gui) printed circuit board (pcb) was returned for investigation. A visual inspection was conducted, and no anomalies were observed. The unit was attached to the failure investigation test ventilator for analysis, and it was powered. During power up, it was detected that the lower gui display was indeed erratic. Prior investigations indicated that this malfunction was caused by the vga controller, which is now obsolete. No further investigation or repair was possible, as no replacement component is available. The customer reported malfunction was verified. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator shows black lines on the lower screen. There is no reported patient involvement associated with this event.